Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not conclusively be established through this evaluation. The patient ultimately expired on (B)(6) 2019. The heartmate 3 lvad, serial number (B)(4), was not explanted for analysis. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient had lactate dehydrogenase (ldh) levels of 124 on (B)(6) 2019. It was also reported that the patient passed out and fell on (B)(6) 2019. Black stool was reported by wife. The patient was brought to the emergency department and became unresponsive. A computerized tomography (CT) scan was completed, herniated. 2.5 international normalized ratio (inr) dropped. Reversed ac stabilized to immediately transferred. Decision made by family to withdrawal care and the patient expired. No additional information was provided.